Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed an open wound under the rear therapy electrodes. Nurse advised the patient is bed bound. There was no alleged device malfunction contributing to the irritation. A nurse advised they treated the wound with calcium alginate. Follow up indicated that the wound improved.